Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that patient said they had a pain pump as well as ins and when ins was implanted ins and pain pump were interferin g with each other in addition to pain pump malfunctioning. Patient said they recently had pain pump replaced and taken care of so now wanted to try the ins again for their bladder and bowels, but when they tried to connect they got a device not found message. Agent reviewed correct my therapy application and during the call the patient was able to connect to their settings and turn therapy on and increase their stimulation to a comfortable level. Patient mentioned they had pain pump for pain in their feet. Agent focused on reason for call and assisted patient with ins device.